Event description:
Patient was revised to address thigh pain from loosening and subsidence of the stem. (B)(6) 2012- litigation papers received. In addition to previously reported allegations, the patient is now alleging pain and dicomfort along with general litigation raising issue with metal on metal. A metal liner and femoral head has been added and initial emdrs created.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be reopened.

Event description:
Pt was revised to address thigh pain from loosening and subsidence of the stem.

Manufacturer narrative:
The investigation has been reopened due to receiving litigation information. Depuy will notify the FDA when the investigation is complete.